Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 7/13/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: testing was unable to duplicate ¿intermittent powercondition¿ complaint. Black box shows multiple power on reset events, the battery voltage was above battery alarm/warning level prior to the power on reset events. The battery compartment and cap are undamaged, cap contacts measurements are within specification. ¿ez-prime¿ steps were performed correctly; no power interruption or any alarms occurred during the investigation, the product performs within specification. The pump¿s cover was removed, no intermittent condition was found.